Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the returned sample evaluation. The actual device was returned to the manufacturing facility for evaluation. The tr band was inflated and the large balloon was initially fully inflated. However, within 12 hours, the large balloon was deflated confirming the reported complaint. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
The actual device has not been returned to the manufacturing facility. Therefore, the investigation was based upon evaluation of user facility information and retention samples from reported product code/lot number combination and surrounding lots. There were no visual anomalies noted and all samples were leak tested and confirmed to meet manufacturing specification. A review of the device history record and the product release decision control sheet of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported they had a tr band device that leaked air. The following information was provided by the user facility: the cath holding rn reported that the patient had some mild bleeding at the puncture site when they arrived after the procedure and it was at this point that the nurse noticed the tr band was slowly leaking air; the customer re-inflated the tr-band but noticed the air leaked again; the tr-band was replaced with a new one without any further issues; the procedure was successful; blood loss was reported to be less than 250cc; and the patient was reported to be fine and was within normal limits.